Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) device experienced an electrical reset. The reset was cleared; parameters were restored, and the device remains in use. It was also noted that the right ventricular (rv) lead was programmed with higher values due to increased capture thresholds. The lead remains in use. No patient complications have been reported as a result of this event.